Event description:
Customer went to bed on friday night and tested blood glucose reading was in the 200's (mg/dl). Around 3am spouse saw pt foaming at the mouth and called 911. They tested on their device and received a result of 27mg/dl. They were given an IV. On the next day customer tested blood glucose before bed and received a reading of 127mg/dl a few hours later spouse found pt unconscious and called 911. They tested on their device and received a result of 20mg/dl. They were taken to the hosp and admitted. Customer is not diabetic nor on diabetic medications according to the spouse. A request was made for the return of the suspect device and replacement product was sent.